Manufacturer narrative:
(B) (4). (B) (4). Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent a pelvic floor prolapse procedure on an unknown date. During the procedure, the surgeon injured a large vessel and could not stop the bleeding. The hemorrhage started while the doctor was performing the finger dissection. The pt received twenty units of blood, and unfortunately died on the operating table. Add'l info has been requested.